Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 13 - ventricular nst (non-sustained tachycardia) <=210 ms average v-cycle between (B)(6) 2011 11:15:05 and (B)(6) 2011 09:59:30. 1 - vf (ventricular fibrillation)=190ms on (B)(6) 2010 10:07:28. 1 - patient alert for lead failure predictor on (B)(6) 2011 09:59:30.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The clinician wanted to know how to adjust the device in order to prevent t-wave oversensing during extreme exercise. The device and lead are still in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing. The clinician wanted to know how to adjust the device in order to prevent t-wave oversensing during extreme exercise. The device and lead are still in use. No further patient complications were reported as a result of this event. It was later reported the patient received additional inappropriate shocks and "device began beeping" bringing the patient to the emergency department. Noise on the electrograms and the lead integrity alert being triggered were also reported. The lead remains in use.